Event description:
It was reported that doctor used an footprint gold awl to make an entry whole for anchor. Unfortunately the anchor didn't fully insert into the bone the anchor was sticking out a few millimeters out of the bone. The handle stripped as he was inserting the anchor for biceps repair. He used a mallet and a punch to hit the anchor deeper in. Unfortunately 1 of the sutures snapped while he was tying his knots. The second suture also snapped. We opened another anchor but this ime we used another awl of j&j mitek healix br (bigger) instead of the footprint awl. He insert another twinfix ultra ti same configuration the anchor was inserted successfully, complete the repair successfully. Both anchors were charged.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question will not be returned for evaluation. (B)(6).

Event description:
It was reported that doctor used an footprint gold awl to make an entry whole for anchor. Unfortunately the anchor didn¿t fully insert into the bone, it was sticking out a few millimeters out of the bone. The handle stripped as surgeon was inserting the anchor for biceps repair. He used a mallet and a punch to hit the anchor deeper in. Unfortunately one of the sutures snapped while he was tying the knots. The second suture also snapped. Another anchor was opened but this time another awl of j&j mitek healix br(bigger) was used instead of the footprint awl. Surgeon inserted another twinfix ultra ti, same configuration, and the anchor was inserted and the repair was successfully completed. Both anchors were charged. There was no significant delay and no patient injuries.